Event description:
The manufacturer received information alleging an everflo oxygen concentrator power cord caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.